Manufacturer narrative:
The pump alarmed compromised force sensor alarm during the basic occlusion test due to a loose/protruded drive support disk. The pump passed the stop current test, run current test and displacement test. Unable to perform the self test, unexpected restart, off no power, occlusion and no delivery test due to the compromised force sensor system alarm. No vibration anomaly was noted. The pump had a cracked case at the display window corner, a broken reservoir tube lip, a cracked belt clip slot, minor scratches on the display window, a missing end cap sticker and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed compromised force system sensor and insulin squirted out during manual prime. The customer's blood glucose reading was unknown at the time of incident. Troubleshooting explained the possible cause of the alarm and customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and to return the product for analysis.